Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is over-delivering insulin. Customer stated that she has been in the 40 to 50 range. Customer would eat and the blood glucose readings would not increase. The current blood glucose reading is 101 mg/dl. Nothing further reported.